Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a clave connector, non-sterile, where it was reported that the customer administered the medication bevacizumab (avastin) during use of the clave 081-c1000ns, but no drip was observed. Next, the customer connected the clave to the spiros connector attached to the pal medicals infusion set, but dripping was still not observed. After disconnecting the components, the customer noticed that the rubber stopper of the spike pbc-40 had collapsed. In addition, upon visually checking the silicone rubber of the clave, a collapse was confirmed. The medical device used in combination with the clave was the spiros connector ib-ch2000 and the pal medicals infusion set. The clave 081-c1000ns is one of the components of pal medicals spike item number pbc-40. Number of complain product returned is one piece in total. The product was not reprocessed or re-sterilized prior to use. Unknown if the product contaminated or contain a biohazard or chemotherapeutic agent. Unknown if the product was replaced, and therapy resumed without any further issues, however, no patient injury was reported for this event because it occurred during the pre-use check. There was patient involvement, no delay in therapy, no adverse event and no one was harmed as a result of the reported event.